Event description:
Following a successful venipuncture the 20 gauge saf-t-intima device was removed and the safety shield activated. As the nurse was talking to the pt, the nurse was tapping on the telescoping needle shield and the needle was revealed resulting in a needle stick injury.